Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: hemorrhage is a potential adverse event with these types of procedures and it noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The report of these events came from data collected for the post-market clinical study 054. Based on this data it is not possible to determine precise device relationship to the event(s). Therefore, all known devices used during the procedure will be reported as possibly involved.

Event description:
The patient has a nihss score of 16 and was treated for a stroke in the right m1 with 0.3 mg IV tpa before the use of 0.3 mg ia tpa and the penumbra system 054 in addition to the penumbra system 032 and the merci retriever device. The psc054 was placed coaxially over the psc032 and a synchro 14 guidewire however, the psc054 kinked in the patient's neck and the pss054 could not be placed. The penumbra system 032 and the merci device were attempted but were unsuccessful. On the same day as treatment, the patient also suffered an intracerebral hemorrhage of the right basal ganglia. This event was considered a serious adverse event, life threatening, possibly related to the penumbra system, definitely related to the angiographic procedure, and unresolved with remedial therapy and hospitalization. The patient was discharged on (B)(6) 2010 after hospitalization on (B)(6) 2010 and as of (B)(6) 2010, it was reported that the patient was in a nursing home. This MDR is associated with MDR 3005168196-2010-00564 and MDR 3005168196-2010-00565.